Manufacturer narrative:
Continuation of medical devices: unknown boston scientific device implanted in 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was experiencing varying pacing impedance levels. Follow-up was attempted with the patient¿s physician for further information; however, multiple attempts were unsuccessful. The rv lead remains in use. No patient complications have been reported as a result of this event.